Event description:
It was reported that the battery compartment was broken. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. The service history review had no indication that the complaint was related to a service of the device within the review period. Visual inspection found a damaged downstream occlusion (dso) seal, damaged battery compartment, scratched lens, and a missing battery door. A functional testing was able to duplicate the reported problem. The root cause of the reported problem was a damaged battery compartment. As a result, dso seal, battery compartment, lens and battery compartment door were replaced.